Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported capsular contracture baker grade IV. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, h3, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. No additional observations performed on the device. No further actions are required.